Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced bluetooth connectivity issues between the dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, including use of an incorrect or mismatched pairing code and attempts to pair under the wrong sensor code; the issue was addressed by confirming the correct sensor code and re-pairing the sensor, after which cgm readings resumed. Symptoms included hyperglycemia with a peak glucose of 276 mg/dl and no associated clinical symptoms. Outcomes included no reported health impact. User support included communication and analysis of information provided by the user, and review of pairing behavior and app settings. Investigation of this case revealed no device problem and identified a usage problem related to pairing procedure, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.